Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on electrical board . Unable to confirm pump error this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 267 mg/dl at the time of incident. The insulin pump will be returned for analysis.